Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that bad drawer module pcb. A field service engineer, replaced drawer module pcb and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine has undergone multiple restarts but has failed to restore all the pockets. The customer stated that the malfunction caused a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.